Manufacturer narrative:
An event regarding infection involving a triathlon cs insert was reported. The event was confirmed. Method and results: device evaluation and results: not performed because the devices remain implanted. Medical records received and evaluation: bacteriological cultures provided the final proof with identification of the underlying micro-organism, a (B)(6). This is a rather common infectious agent in wound infections. In this case no correlation between any specific device property and infection can be established. The patient had mainly bad luck to sustain an infectious complication of his knee arthroplasty. Early intervention was adequate although there is no info on further outcome or infection is really under control. As such, this pi case is not device-related but has its root cause in procedure-related factors. Device history review: all devices accepted into final stock met specification. Complaint history review: there have been no other events for this lot or sterile lot. Conclusions: the investigation concluded that the event does not appear to be device related. The medical information was reviewed by a clinical consultant who indicated, 'in this case no correlation between any specific device property and infection can be established. The patient had mainly bad luck to sustain an infectious complication of his knee arthroplasty... As such, this pi case is not device-related but has its root cause in procedure-related factors.' Additionally, review of the provided information by the sterilization sciences department indicated "based on the data reviewed, it has been determined that the introduction of the reported causative agent of this post-operation infection was not via the medical devices (i.e.: metal femoral or tibial components and uhmwpe tibial insert and patella components). Additional devices listed in this report: cat 5510-f-402, lot ebh9a, description: tri cr fem comp #7 l-cem. Cat 5520-b-700, lot ebyts, description: tri prim tib cem fxb bplt #7. Cat 5551-g-350, lot 8jk5, description: tri asymmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Total knee replacement patient with a triathlon knee presented with deep infection a few months post-op. This patient was a participant in the (B)(6) study, but they were in the control group, i.e shape match was not used. Revision surgery was performed. Washout and exchange of the poly insert was done during the revision.

Event description:
Total knee replacement patient with a triathlon knee presented with deep infection a few months post-op. This patient was a participant in the (B)(4) study, but they were in the control group, i.e shape match was not used. Revision surgery was performed. Washout and exchange of the poly insert was done during the revision.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.